Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per end user the chair vibrates and parts come loose due to vibration. Footboard won't stay in place screws are missing.MDR filed.